Event description:
It was reported that (1) device was used during an ectopic pregnancy. It was reported by the rep that during the procedure, the tsf10 would not function at all. (2) competitiors instruments were used. Forceps still would not work. There was an extended or time of (40) minutes.